Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to death. The cause of death was reported to be due to the heart or lungs; however, the exact cause remains unknown. It was not reported if an autopsy was performed or if the patient was performing therapy at the time of death. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the cause of death was heart attack. The peritoneal dialysis (pd) therapy was ongoing prior to the event of the death. The patient was not connected to the homechoice nor using baxter pd solutions at the time of death. Should additional relevant information become available, a follow up report will be submitted.